Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported that when they opened the box of level 1 fast flow fluid warmer accessories infusion set , the tubing was found in multiple pieces. Since the customer thought the infusion set was supposed to be all in one piece it delayed rapid transfusion by almost five minutes for a patient actively losing blood (exsanguinating), who ultimately "expired" that same day. Response from the nurse noted that the delay in the patient's blood transfusion probably did not cause or contribute the patient's death due to the fact the patient had a tracheal - innominate fistula. The patient was exsanguinating and the fistula could not be repaired. No other infusion sets were used after the reported incident occurred. The box was not previously opened nor was there any damage to the box..